Event description:
It was further reported that the cause of the event was a catheter failure due to the inability to aspirate. The catheter location of the issue was reported as unknown. This did not require hospitalization and there were no patient injuries reported. This device system delivered lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709 lot# l59323 implanted: (B)(6) 1999 explanted: (B)(6) 2012. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter body/slice cut; no significant anomaly.

Event description:
It was reported that the patient's pump was replaced six years ago and the patient has had good results until the end of last year. Around that time, patient noted to have increased spasticity and also fluctuation time in his spasticity. A dye study was performed. Per report, the dye study revealed an intact rotor function of the pump; however, they were only able to drawback very minimally from the intrathecal catheter itself, suggesting catheter failure. (B)(4).

Event description:
It was reported there was a suspected malfunction of the patient's intrathecal baclofen system. A complete pump and catheter replacement was performed. The pump was delivering baclofen.